Event description:
Healthcare professional reported a right side "spontaneous rupture" considered related to "multiple dilation". Multiple dilation was clarified to be referring to device expanding on its own but, the physician indicated it was impossible to assess the exact causality for expansion of implant product.

Manufacturer narrative:
(B)(4).